Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(6) 2011. Results of analysis will be developed in a follow-up report.

Event description:
An spv was implanted on (B)(6). Shortly after implantation, the doctor realized that csf was not flowing under x-ray. Therefore, the doctor extracted it and implanted an other valve on (B)(6). The doctor would like to know the reason of the event.